Event description:
The device was used during a low anterior procedure. Reportedly, the surgeon closed the jaws of the instrument with difficulty and fired. Difficulty was experienced removing the device from the application site. The surgeon applied another device and completed the anastomosis successfully. A temporary colostomy was established as a precaution.